Event description:
Patient had mediport placed. Patient was going for chemotherapy today so surgeon accessed port prior to leaving the or with huber needle brought in by surgeon from the cancer center lab. Surgeon then noted that port no longer aspirated or flushed. Surgeon withdrew the needle and noted that it was bent. Surgeon decided to reopen incision and change the hub. The port then flushed.